Manufacturer narrative:
Reference CAPA-20-0014.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
(B)(4). Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Most cases of suture loop noted intra-operatively are corrected and do not lead to serious injury or death. In this case, suture track indentations were observed on the returned valve. The root cause of this event cannot be conclusively determined; however, the event was most likely due to procedural related factors. There was no indication or allegation of a device malfunction contributing to the event. The subject device was not returned for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 25mm pericardial mitral valve was explanted after an implant duration of four (4) days due to suture looping, inadequate leaflet coaptation, and central leak. The explanted valve was replaced with another 25mm 7300tfx pericardial mitral valve. Per the operative report, the prosthetic mitral valve leak appeared to be caused by severe annular calcification causing one post to be distorted medially by the calcification and a stitch was trapped over the most distal portion of the post preventing leaflets from fully coapting. The 25mm 7300tfx mitral valve was explanted and replaced with another 25mm of the same valve model with ease after additional annular calcium debridement. Post implant tee revealed only a trace of perivalvular jet initially, which resolved post protamine. The patient was weaned from cardiopulmonary bypass (cpb). Femoral av cannulas were used for av ECMO support post bypass. The patient came off cpb with iabp, but it was felt some additional support with av ECMO would be beneficial for 24-48 hours. Post procedure, the patient was taken to the ICU for recovery in critical condition.